Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 4 kept failed. A field service engineer swapped the good drawer from the spared station in storage and replaced a new solenoid in the bad drawer which fixed the issue and customer tested the functionality with no issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 4 repeatedly failed and continued to have recurring issues. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.